Event description:
During a meniscal repair procedure, t1 was cut free. It was reported that there was no patient injury or complications. At the time of this filing this is all the information available.